Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a defective intraocular lens (iol). Additional information was provided that the lens did not come in contact with patient. The issue was either damaged upon opening or when loading into the cartridge. Associated products were also provided. Further information was provided that the iol was damaged by a bent injector. It is unknown if there was patient contact with the injector.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).